Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: runthrough hypercoat. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 99% stenosed mid left anterior descending artery. A 1.25 mm rotoblator was used three times. A 2.5 x 12 mm nc traveler balloon catheter was advanced to the lesion and during the first inflation the balloon ruptured at 6 atmospheres. A non-abbott balloon catheter was used for further dilatation and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.